Event description:
The patient was revised because of loosening of the cup.

Manufacturer narrative:
Examination of the returned acetabular cup finds only a very small amount of what appears to be bone debris present in the porocoating. The investigation is unable to determine what, if any, patient biological factors may have contributed. Review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. It is evident on the outer dome of the liner that one of the two bone screws was not fully seated. This may have been a factor in the acetabular cup not being as securely fixed as intended. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.